Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and sutures were utilized. Following the insertion the patient experienced suture rejection, continuous heavy discharge, pain in the back, pain in left buttock, pressure on the ligaments. The patient underwent a removal on (B)(6) 2015. No additional information was provided.